Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the interface was not working properly then swapped out and the system was fine. There was no known patient impact.

Manufacturer narrative:
Analysis found that the p/I pcb had a failure. The device came in with 2 worn wave washers and a channel 1, 2 and 4 connection failure. Disassembled, cleaned, replaced defective pcba, replaced washers, reassembled and placed into burn-in to check for any heat-related failures. Removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.